Event description:
A nurse called to report that the customer was admitted to the hosp for high bgs. It was stated that the customer was on injections. The nurse indicated that she tested the pump on her own and passed the functional testing. Also the nurse stated that history showed several alarms. The customer was hard of hearing and the educator had set the pump on vibration mode, but when the pump was checked, it was on audio mode.